Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant of the left ventricular lead, the lead dislodged on two positioning attempts. The lead was ultimately removed and no left ventricular lead was implanted. There were no patient consequences.